Manufacturer narrative:
Additional information in d9, h3, h6 and h10. H10: the device and a video were received for evaluation. The visual inspection of the provided video showed the product during treatment and water drops outside the header cap was clearly visible. The visual inspection by naked eye of the product showed the product wet. A leakage test of the dialysate side was performed and a leakage could be found. The reported condition was verified. The cause is a defective welding zone. The cause is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with a polyflux 140h, an external dialysate leak was observed, however, no alarm occurred. Blood was returned to the patient and treatment was continued with a new kit. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.